Manufacturer narrative:
After evaluating new information there was no malfunction to the iabp. This is a downgraded emdr. Kindly cancel mfg report number - 2249723-2025-0001100 from you data base.

Event description:
After receiving new information it was evaluated that there was no malfunction to the iabp.

Event description:
It was reported during pm that a cs100 intra-aortic balloon pump (iabp) had 2500 hours maintenance related malfunction. No patient was involved.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.